Manufacturer narrative:
The medical center in (B)(6) discarded all product in 2021. No investigation to root cause is possible. No further clinical details have been shared. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) had an impella cp support in 2021 which was successful. Then later in (B)(6) 2022 the jpvad registry noted an access site bleed in which blood products (rbcs) were given to treat the bleed.